Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, the scope auxiliary water supply tube was clogged due to incorrect or insufficient reprocessing of the scope. It was reported that the procedure was completed using similar device with no delay. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide tube aged, switches aged, scope connector cover aged, objective lens damaged, protector aged, insertion tube aged and yellow, angles insufficient, insertion tube wrinkled, smaller light guide lens damaged, and suction port worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the foreign matter could not be removed and could not be identified. The event can be prevented by following the instructions for use which state: "precleaning the endoscope and accessories describes performing precleaning immediately after a case and flushing the secondary water supply channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.